Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as a ¿recent bout of peritonitis¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported by the patient as they may have touched the patient line accidentally with hair or skin during disconnection after draining; however, this was not confirmed so this will be assessed as unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.